Manufacturer narrative:
It was reported that the hcu 30 displayed the error messages 3016-2, 3032-2 1008-2 and 1004-2. The event occurred during routine check. A getinge field service technician (fst) was on site and investigated the affected hcu30 (serial#(B)(6)). The fst suspected the heater and power supply board to be defective. The hcu 30 has been phased out since the end of 2010. The technical support, in-house repairs, as well as spare parts supplies have been discontinued in 2017. Therefore, the device will be taken out of clinical use. Based on the evaluated facts above and since the device has been taken out of use, it is not possible to define the exact root cause of the failure. However, the failure "temperature deviation" can be linked to following most possible root causes according to the risk management file of the hcu 30 v04: inadequate function due to:- compressor - heaters - valves - hoses & couplings - 3-way valve - temp probe pt1000 - control board the review of the non-conformities has been performed on 2022-12-19 for the period of 2013-08-07 to 2022-11-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The product in question was produced in 2013-08-07. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hcu 30 displayed the error messages 3016-2, 3032-2 1008-2 and 1004-2. No harm to any person has been reported. Further investigation is on-going. A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the hcu 30 displayed the error messages 3016-2, 3032-2 1008-2 and 1004-2. Reconnected connections of power supply board & heater, turned on system, but issue remains the same. Problem suspected with power supply board or heater or both, need to check with the working one to confirm the same. Ref. ID: (B)(4).